Event description:
It was reported that suture placement was attempted in the mildly calcified left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was a 6fr and during the interventional procedure the sheath was upsized to an 16fr. Reportedly, the first proglide device felt "funny", it rattled and when the plunger was depressed there was not the typical connection with the body of the device. It was stated by the physician that "it felt loose." When the plunger was pulled back in the first instance, there was no suture at all indicating an anterior and posterior cuff miss. A second and third proglide were used; however, when the plunger was pulled back there, was only the white link indicating an anterior cuff miss. A fourth and fifth proglide were pre-placed using the preclose technique. The aaa procedure was completed and hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Both cuffs had been engaged with the needles; therefore, the reported needle to cuff miss was not confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the left common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.